Event description:
It was observed that during the device evaluation that the flex video scope air / water-cylinder and air / water tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material is simethicone. The foreign material may not have been removed because the device was not reprocessed properly due to leak of the flexibility adjustment o-ring. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection". IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.